Event description:
The pt reportedly developed an infection at the implant site and stopped wearing the external equipment. The pt was treated with a topical antibiotic and an oral antibiotic (type unknown). The pt's implant site has healed and the pt resumed wearing the external equipment. Advanced bionics is in the process of gathering more information and will submit a supplemental report once new information was obtained.